Event description:
The customer reported that vasoseal was used following a diagnostic catheterization procedure on 5/18/98. The physician deployed 2 plugs with a kit #1 and the pt measured less than a kit size 1. Hemostasis was achieved. A few hours later, the pt's leg became cold. Pt was put on heparin. The pt went to surgery for removal of collagen from the artery via an embolectomy.